Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during an injection of xylocaine, the cannula detached from the syringe resulting in blood splatter in to the face of the clinicians. No permanent adverse effects to clinician reported.